Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when locking the catheter, the side white wall came off on the catheter.

Manufacturer narrative:
The suspect device was not returned for evaluation. An unopened device from the same lot was returned and examined visually with no damage observed. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.